Manufacturer narrative:
G2 correction: the initial report previously submitted did not include company representative as a report source in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2019-03-22, UDI#: (B)(4). H3: analysis of the catheter identified a kink in the catheter body of the distal catheter segment. Visual inspection also identified that there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor on 2024-nov-22 regarding a patient receiving morphine via implanted infusion pump. It was reported that after changing the infusion pump, the patient experienced a return of pain to the level it was before the change and claimed that the infusion pump was not working. The issue was unresolved at the time of the report, and the device remained in service. It was further noted that replacement product was required. Additional information received from a foreign health care provider (for, hcp) via a distributor on 2024-nov-27. The pump was in use, but without therapeutic effect. The pump had not been replaced, and the doctor would like to send it for analysis. The rep stated that there was a problem with the patient's therapy and the patient felt very severe pain again. The cause of the patient's pump not working and the patient's pain was not determined. Actions/interventions taken included the patient being hospitalized and taking medication. The doctor claimed that the pump was not working and the patient was in a lot of pain again. It was stated that they tried to control it via medication but so far without success. Additional information was received from a foreign healthcare provider via a distributor on 2023-dec-04. The patient had experienced symptom return regarding pain and the pump was explanted. Replacement product was required. The location of the pain was unknown. The physician would like to send the device for analysis. Environmental/external/patient factors that may have led or contributed to the issue were unidentified. The patient was in severe pain which was difficult to manage. The issue was not resolved as of (B)(6) 2024. They were trying to control the pain via medication but so far without success. The patient¿s catheter model number and lot/batch number ¿213166969¿ inherent to the case was further reported on 2024-dec-05.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# 213166969, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date of the explanted catheter was (B)(6) 2018.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis of the pump revealed no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the catheter was checked and appeared to be ok. The correct catheter lot number was provided. The complete system was explanted on (B)(6) 2024. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.